Event description:
During ep study and catheter ablation, device connected to monitor and presented numerous signal noise, the monitor continued to display intermittent "402 error" code. Device removed from the field. No patient harm.